Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation.

Event description:
It was reported that the tip broke off inside pt's abdominal cavity during mesh implantation and tacking of mesh--"the device was releasing staples improperly". Tip was retrieved and retained. No injury or adverse event reported.